Manufacturer narrative:
Event date: the event occurred in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dirty spot on a minicap package. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unopened pouch was returned for evaluation. Staining was visible on the outside of the back of the foil pouch. The pouch was also labeled with a (B)(6) text label indicating that the product was relabeled in (B)(6). The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.